Event description:
A patient reported experiencing inaccurate high results with an otp meter. The patient's blood glucose results were 300, 145 mg/dl. Tests were done within 10 minutes with a difference of 62%. Patient did not experience any adverse events. No further informaiton has been reported.